Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a severely calcified and severely tortuous mid to distal of right coronary artery (rca). A 38 x 2.50mm promus premier¿ stent was advanced but was unable to cross the lesion due to the severe calcification near the distal rca. Strong shaping was performed to push the device. Before another shaping was performed, the physician elected to stop using the device to avoid stent deformation and dislodgement. The device was removed from the patient and it was found out that the edge of the stent was lifted. The procedure was completed with a 2.5mmx30mm non-bsc stent. No patient complications were reported and patient's status was good.